Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gynecologic laparoscopy, a trocar access port was used for entry and, during insufflation, the skin raised and air was reported to have leaked from the seal, with gas entering and tracking within the subcutaneous tissue causing subcutaneous emphysema. Bruising over the abdominal area was reported. The port was removed and the surgeon re-entered using another port from a different manufacturer to complete the case. It was also noted that the incision was extended by less than an inch. The surgeon updated that the patient was re admitted to the hospital with port site hernia, and currently the patient is unwell.